Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in a motor vehicle accident on (B)(6) 2023 where they were in the backseat passenger seat and were restrained. The patient hit their head and was able to self extricate and when home with a friend. On (B)(6) 2023 the patient experienced a worsening headache, associated shortness of breath, chest discomfort, and abdominal/flank pain on their right side. No alarms were noted. Initial labs showed hemoglobin at 12 and down as low as 6.9. Creatinine was 1.3 with levels up to 2.6. Computerized tomography (CT) of head was negative for acute process. Acs was consulted for blunt trauma and recommended to hold coumadin. Repeat CT of head was negative. CT of chest, abdomen, and pelvis (cap) showed a right sided retroperitoneal bleed around the right kidney. Ir was consulted for evaluation. Due to concerns for bleeding being venous and not arterial, medical management was recommended. The patient was admitted to the cardiovascular intensive care unit (cvicu). The patient received 6 units of packed red blood cells and 1 unit of plasma for hemoglobin drop. 2 doses of vitamin k were given for international normalized ratio of 3.04. The bleeding resolved and hemoglobin has been stable. Coumadin was re-initiated with heparin bridging. The patient remains inpatient and pain service was consulted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.